Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer powered up with a system error; a broken standoff was found which caused a loos e/compromised connection between the lem (link electronic module) and the mpu (main processor unit) printed circuit board assemblies resulting in the error message. Analysis also found the stylus was missing, the system fan was intermittently noisy, and the lower case was scuffed up. (B)(4).